Event description:
It was reported that patient underwent I&d following revision surgery for infection. Modular head, mdm liners and adapter sleeve which were placed on (B)(6) 2013 were replaced. Femoral stem and acetabular component remained well fixed and retained.

Manufacturer narrative:
Additional devices listed in this report: cat 509-02-54e tritanium revision acetabular lot code mmnjvw; cat 626-00-42e modular dual mobility insert lot code 44533301; cat 18-2825 delta c-taper head 28mm +2.5 lot code 40723501; cat 17-0000e ti sleeve for alumina head lot code mjpt6n; cat 5096-5415 restoration acetabular 54mm od x 15mm wedge augment lot code mll8pj; cat 2080-0025 gap plate screws lot code mmkjm9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Disposition unknown.

Manufacturer narrative:
Patient identifier should read, "(B)(6)". Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient underwent I&d following revision surgery for infection. Modular head, mdm liners and adapter sleeve which were placed on (B)(6) 2013 were replaced. Femoral stem and acetabular component remained well fixed and retained.